Manufacturer narrative:
The consumer used the product off-label by wearing the patch for longer than eight hours as well as by wearing the patch while sleeping. Since this is a disposable single-use device, the patch is unavailable for evaluation and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible health consequences. Accordingly, this MDR is being submitted as voluntary and proactive measure by the MFR to enhance product safety and pharmacovilgilance.

Event description:
The consumer reported using the product for longer than eight hours on the right side of her back to below the bra area. When the patch was removed, the consumer described a burn with irritation. The consumer consulted with her dermatologist who treated the area with aquaphor healing ointment and a tegaderm patch.